Event description:
It was reported by the aci distributor that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained above bifurcation via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to eb approximately 6mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the balloon was deflated, a hematome (less than 6cm) develope d(before the system was even withdrawn and 5 minutes of manual compression were applied at the access site. The peg had come out with the delivery system, about 2mm proximal to the balloon. The patient was reported as "fine" and the bleeding was controlled very quickly.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was pulled back against the proximal end of the shuttle. Sealant was covering the balloon and blood was observed on the full length of the outer surface. The balloon catheter was not withdrawn from the advancer tube prior to device removal. The advancer tube was engaged to the distal tamp lock, compressing against the sealant. Shuttle cartridge, tampe locks and advancer tube features were measured that may have contributed to the incident. All features were found to be within specifications. The review of the lhr (lot f1224202) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed the probable root cause for the reported failure to deploy and sealant stuck to device component could not be conclusively determined.